Event description:
It was reported that a caregiver was injured while using our unit. No additional information is available at this time and the extend of the injury is unknown.

Event description:
It was reported that a caregiver was injured while using our unit. No additional information is available at this time and the extent of the injury is unknown. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by the customer. The alleged inspection identified that the side control pedal flipped over during use. With the side control pedals flipped over, the head or foot end pedal would need to be utilized for engaging brake and steer. Additionally, the customer stated that they noticed a difference between stretchers received in 2012 and stretchers received in 2013. The customer reported that the brakes are easier to engage on the newer units. No defects were alleged with these units, the sales rep confirmed that the units meet specifications and the issue of difficulty is a customer perception.